Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and determined that the fluoro storage was not possible. The reported issue could not be duplicated by philips. The rse confirmed that there were no appending alerts for consecutive two days. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy due to an image disk problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.